Event description:
It was reported that there was a possible pause and that an atrial spike could not be seen on the running strip. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.